Event description:
It was reported that the insulin pump was beeping button error. It was noted that the customer may have urinated on the insulin pump while sleeping. Customer also mentioned that the backlight was not as bright as it normally was. Customer's blood glucose reading at the time of the call was 90 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. The backlight is operating properly. There was no anomaly noted. There was no moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronics assembly during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.